Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the maryland bipolar forceps instrument jaws were not holding the tissue properly and was not moving in the right direction. The instrument was removed by bed-side assistant and found to have damaged wire near to the jaws. The instrument had 4 uses remaining. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting not moving in right direction, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the maryland bipolar forceps instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/ unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations could not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation(s) not reported by site were also identified: the maryland bipolar forceps instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The wires were slightly exposed at the broken end, and all pieces of the insulation were present. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The signs of corrosion were found on the instrument bearings. Pitch, and grip input disk bearings exhibit orange discoloration.

Event description:
Refer to h10/h11 for follow-up information.